Event description:
Report received of an overdelivery. The pump was programmed to deliver either morphine or meperidine of unknown concentration. The programmed pump parameters could not be recalled. The nurse reported that the pump delivered more than the programmed 4-hour limit. There was no reported adverse pt event. Though requested, no add'l info was available.